Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a plaque shift occurred. The 99% stenosed target lesion being treated was 3.0mm in diameter and 12mm long located in the proximal left anterior descending (lad). The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Residual stenosis was 0%. A non-target lesion was identified with 85% tubular stenosis and 24mm long located in the proximal ramus intermedius. The lesion was treated with direct stent placement using a 3.5x20mm taxus ion drug eluting stent. During the procedure, initial stent deployment caused distal plaque shift. The lesion was treated successfully with the placement of a 3.0x12mm taxus ion rx drug eluting stent. Post dilation of the overlap portion of the stents was performed. Residual stenosis was 0%. The next day lab findings revealed elevated troponin levels. The patient was discharged 1 day later on aspirin an prasugrel.

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that post index procedure, the patient experienced myocardial infarction. In (B)(6) 2011, prior to discharge, the patient's troponin level was noted to be elevated. No action was taken.

Manufacturer narrative:
(B)(4).